Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a controller was replaced on (B)(6) 2020. No other information was provided.

Manufacturer narrative:
Section b5: multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Manufacturer's investigation conclusion: the reported event of the system controller (serial number pc-unknown) being exchanged was confirmed per the reported event. However, the reason for the exchange was unable to be determined. No log files were associated with the reported event, no issues regarding the controller were reported, and the controller was not returned for analysis. The root cause of the why the controller was exchanged was unable to be determined through this analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response received and no additional information provided. To date, the system controller is unavailable for analysis and the complaint file will be closed accordantly. No further information was provided. The manufacturer is closing the file on this event.